Event description:
It was reported that caller does not know if the lift is ours or not. The caller states that you can pump the lift up and lock it in place but it slowly lowers with weight. The caller states that they have only had the lift for about 3 weeks. The caller has no information to provide as the caller is not with it and has not seen it.